Manufacturer narrative:
The date returned to manufacturer was documented as jul 5, 2017 on the initial report. It has been updated as jul 25, 2017. The device was further evaluated and determined that the bearing was not functioning and was defective. It was further determined that the device failed pretest for check the saw performance, check the oscillation frequency, and check of free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. Results and conclusion have been updated to reflect this correct information. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the coupling tool side was not functioning and was defective. It was further determined that the device had a gripping problem. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the sagittal saw attachment device did not turn very well. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.